Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle hub was damaged and leaked influenza vaccine onto the writer's hand. Additionally, the hub appeared loose and "shot" onto the floor while deploying the safety cap onto the needle. The following information was provided by the initial reporter: "client presented to influenza clinic. During immunization with influenza, vaccine leaked onto writer's hand and minimal vaccine appeared to enter client. Hub appeared loose and during deployment of safety cap onto needle, it shot onto the floor. A second dose was required."